Event description:
The report received from the affiliate states that the distal tip and the outer sheath end of the smart control were found frayed when removed from the patient. The patient was a (B)(6) male. The target lesion was the superficial femoral artery. Heavy calcification and mild vessel tortuosity, the rate of stenosis was 100% (cto). The product was properly inspected and prepped and no anomalies were noted. A 6fr. Terumo sheath was inserted. Contralateral approach was made. The target lesion was pre-dilated with 3x40mm jackal (sjm). Smart control (complaint product) stent delivery system (sds) was advanced but the sds was caught on the target vessel and could not cross the lesion. The sds was pushed in with extra force while crossing the calcified target lesion, but was unsuccessful. The sds was removed from the patient. When inspected it was noted that the distal tip and the outer sheath end were found frayed. The device was changed to 7x80mm lumex (medicon) and the stent was placed in the lesion. The procedure was completed without other problem. The physician's comments: the event might have caused by pushing the sds with extra force as the lesion was heavily calcified. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The report received from the affiliate states that the distal tip and the outer sheath end of the smart control were found frayed when removed from the patient. The product was properly inspected and prepped and no anomalies were noted prior to use. The target lesion was the superficial femoral artery with heavy calcification and mild vessel tortuosity and a 100% stenosis (cto). The target lesion was pre-dilated with a jackal (sjm) pta balloon. Then the smart control stent delivery system (sds) was advanced but it caught on the target vessel and could not cross the lesion. The sds was pushed with extra force while attempting to cross the calcified target lesion, but it was unsuccessful. The sds was removed from the patient and when inspected it was noted that the distal tip and the outer sheath end were found frayed. The physician's comments: 'the event might have caused by pushing the sds with extra force as the lesion was heavily calcified.' There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.